Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device had punctured lung and it collapsed during implant surgery. The patient advocate indicated that it was fixed and was told that this type of situation was not infrequent. The patient was then hospitalized for one and a half month. Additionally, the patient was having shortness of breath but the patient advocate thinks that it was mainly has to do with the patient's stamina. This ICD device remains in service. No additional adverse patient effects were reported.